Manufacturer narrative:
Manufacturer received additional device on 27 april 2017. The date of manufacturer receipt was incorrectly submitted on report 9612501-2017-05421. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated that the needle had marks on the cone of needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle needle in suturing device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident.

Event description:
According to the reporter during a lap hital hernia procedure, the needle fell out of the jaws and into the patient cavity. It was retrieved with a grasper. A new reload was opened to resolve the issue. Current patient status is alive with no injury. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.